Event description:
An employee used a safety lancet to obtain a blood sample. After use of the safety lancet the lancet (needle) did not retract. The user did not dispose of the safety lancet right away. Instead they put the lancet down. When they went to pick up the safety lancet to dispose of it the user got stuck by the lancet (needle).